Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2009. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that the patient presented with massive pulmonary embolism with almost total occlusion of the right pulmonary system and significant amount of clot in the left. Because of the sedentary lifestyle and incomplete resolution with thrombolytic therapy of his pulmonary clot, it was elected to place an ivc filter to prevent a catastrophic second event. The greenfield filter assembly was introduced into the delivery sheath and positioned in the appropriate area. The filter was deployed without incident. The guidewire and sheath were removed. The patient was taken to recovery in stable condition. On (B)(6) 2017, multiple axial slice CT images of the abdomen were performed without contrast. Findings revealed there is a filter present within the infrarenal inferior vena cava with the cephalad margin approximately 1 cm inferior to the lowest renal vein. The filter is oriented along the long axis of the inferior vena cava with a slight tilt demonstrated with the cephalad tip projecting slightly medial in relation to the orientation of the ivc; however, the tip does not appear to abut the wall. Approximately two of the struts appear to extend minimally beyond the confines of the ivc into the adjacent adipose tissue with subtle evidence for a fat plane of the inferior tip of the strut and the ivc. There is no evidence of ivc stenosis.